Event description:
It was reported the patient passed away in her sleep due to a seizure. The funeral home stated the patient was buried with the device. Additional information was received from the physician that the cause of death of the patient was sudep but was not related to vns. The patient had no other illnesses besides epilepsy and no reported autopsy had been performed. The patient was compliant with their medications. It was also indicated that the patient had no change in seizure frequency in response to vns therapy. No additional or relevant information has been received to date.